Manufacturer narrative:
Device evaluation: one cadd cassette reservoir sample and photos was returned for analysis. The return sample consist of cassette product from p/n 21-7302-24, and it was decontaminated and returned without its original packaging inside a plastic bag. The sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination and no discrepancies were detected related to manufacturing process. According to the investigation, since the customer doubts the flow accuracy of this product, accuracy testing was performed by connecting the sample to a cadd legacy plus pump for testing and the result showed that the sample passed the accuracy test. The customer reported problem could not be duplicated. No root cause has to be determined since the complaint was not confirmed due the cause that no issues were found. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that customer used the cadd administration set from 13:00 to 22:00 on (B)(6) 2020 to administer medical fluid to the patient at a flow rate of 0.1 ml/hr. The pump only infused 0.2 to 0.3 ml. No patient injury or complications were reported in relation to this event.